Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service on (B)(6) 2010 alleging that the onetouch ultra does not power on. The patient manages her diabetes with oral medication. The power issue began (B)(6) 2010 at 4:30 am. She continued to take her usual diabetes medication at 9:30 am despite the power. 24 hours later, the patient developed symptoms described as "dizzy, lightheaded, fatigue, and shaking." There was no allegation of treatment for acute complication of diabetes. According the troubleshooting performed with customer service, the customer care advocate concluded that the battery did not need to be replaced and there was no product misuse. However, the power issue was no resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient claimed that she had symptoms that can be associated with hypoglycemia 24 hours after the product issue began.